Event description:
It was reported that the system 9600+ was tested by a physicist, who found that the delivered field exceeded the image field. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was calibrated and the field brought into specification. The system was tested and found to be working as intended and placed back into service.